Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges that her filters are turning black almost overnight; she states that she has washed the reusable filter and replaced it with a disposable, but the disposable also has a dark residue on it. Patient states that she took a pad and wiped around the filter and the pad also had the residue on it. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected and observed the following from an external and internal inspection: unknown white contamination (dust¿like) at the air inlet of the blower box. Dust¿like contamination on the top enclosure in the modem accessory area, light contamination, unknown residue on the inside of the top enclosure. Unknown black residue on the inside of the front panel, unknown dust¿like contamination in the bottom enclosure. Black contamination, consistent with keratin, at the blower box. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 0 error codes. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges that her filters are turning black almost overnight; she states that she has washed the reusable filter and replaced it with a disposable, but the disposable also has a dark residue on it. Patient states that she took a pad and wiped around the filter and the pad also had the residue on it. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.